Manufacturer narrative:
(B)(4). The device was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician elected to turn off tachycardia therapy for this patient as they received inappropriate shocks caused by noise. The root cause of the noise was undetermined and no damage was confirmed with the right ventricular (rv) lead. The patient underwent a revision procedure, at which the physician observed signs of infection when the pocket was opened. A new system was implanted and the implantable cardioverter defibrillator (ICD) was explanted and rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient presented to the clinic due to a reported shock. During the device check, low pacing impedance measurements (<200 ohms) were noted. A review of real-time electrogram identified noise on the rv pace/sense channel, which could not be reproduced with isometrics. A clinician contacted boston scientific technical services (ts) for guidance. Ts advised performing a chest x-ray to determine if there was any damage on the lead and discussed possible lead revision if necessary. Currently the device monitoring voltage is 2.77 volts and is programmed to monitor only. The clinician indicated that this situation would be further discussed with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.